Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, drawing, manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used wire included in micropuncture transitionless access stiffened cannula set was returned for investigation. The distal weld ball was present, and the solder was intact. Biomatter was present and an offset coil was noted just distal to the anchor solder. The wire was also bent 6.7cm from the distal weld ball. With this evidence, investigation was able to confirm that while the device was damaged, it was still intact. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed six nonconformances reported for kinks, coil incorrect length, excessive solder, and incorrect quantity. While these nonconformances can be related to the reported failure mode, these units have been either reworked or scrapped and not replaced. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that the cause of this event could not be traced to the device, but to the patient¿s condition. Reportedly, the patient¿s anatomy contained an obstructive lesion which could have been a contributing factor that resulted in the reported failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) number = k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during access of the left femoral artery for a percutaneous transluminal angioplasty procedure for treatment of a long restenosis of a femoral-popliteal artery, involving an (B)(6) year-old female patient, a micropuncture transitionless stiffened cannula access set wire was difficult to remove and possibly separated. The access site and artery were reportedly calcified from a previous intervention using the same access site "some time ago". The artery was punctured with the needle of the complaint device and the wire guide was inserted easily. The needle was removed and the cannula of the device was advanced over the wire. When the physician attempted to remove the wire, resistance was encountered and the physician had to "expend strength" to remove the wire. The wire was not reported to be removed or manipulated through the needle. Another manufacturer's wire was then used to complete the procedure. After the procedure, a portion of wire was found to remain in the patient, believed to be outside of the vessels. The physician was reportedly unsure if the portion of wire was from the previous intervention "some time ago" or from the complaint device; although, the physician did not visually detect a defect on the complaint device. The patient did not experience any adverse effects as a result of this event, nor were any additional procedures required.